Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm. Drops of clear liquid were observed to be leaking from the catheter at the distal tip of the distal connector piece. No details of the apparent damage to the catheter could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. The remaining device was not returned for evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that a leak was observed near the two-piece connector on the blue catheter. It was reported this occurred with two devices. The customer replaced both devices with brand-new products. No serious adverse events occurred. This report addresses both devices. No further information was provided.